Event description:
On (B)(6) 2025 a spontaneous report was received via email regarding a 45-year-old female consumer who used doggies assorted bandages. On (B)(6) 2025, the consumer topically applied two doggies assorted bandages on back of her arm. Approximately 24 hours after wearing the product, the consumer removed the bandages and experienced red irritation in all four areas where the adhesive touched her skin. One area turned into a bruise and broke (cut) her skin. The area hurt where the bandages were placed. She applied another bandage over the area but placed them in a different direction to avoid the areas that hurt. She took claritin d and applied neosporin to be on the safe side. It took a few hours for the redness to resolve, two days for the bruising to resolve, and the open area of the skin was healing. She believed that it may have been an adhesive sensitivity. She mentioned that her prior experience with the walgreens band aid (a non-welly health bandage) lasted longer and was worse.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device not returned for manufacturer review/investigation since it is single use bandage. Device evaluation by the manufacturer could therefore not be completed. This report and the information submitted under this report do not constitute an admission that the device or welly health or any of its employees caused or contributed to the event described herein or that the event as reported to welly health occurred. All welly bandages released by welly quality to date have met all test specifications, met all release requirements, and have been manufactured per the approved specification. The risk to the customer/user has been adequately minimized to acceptable levels. The bandages are considered to be safe and effective for their intended use.